Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patients and orders were not crossing to server due to active directory issues. A technical support specialist encountered the error operations that change non-concurrent collections must have exclusive access. A concurrent update was performed on this collection and corrupted its state, attempted to cast the sample patient using the email provided by customer and checked using a query, which showed that the message was still processing with successfully processed, noted that a similar issue had occurred previously and that knowledge article (ka) - "med es server messages not processing concurrent error" was applied at that time; however, the same error was no longer appearing in the logs. The technical support specialist (tss) had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple patients and orders were not crossing into the pyxis machines and server. The issue appeared to be related to an active directory problem. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.